Event description:
It was reported that during the first inflation attempt, the pta balloon failed to inflate. Negative pressure was applied to the inflation device and blood was noted to the contrast. The balloon was retracted to the sheath, but the balloon was unable to be removed through the sheath. The device and sheath were removed as one unit. Original access was maintained with the guide wire, another sheath and another pta balloon dilatation catheter was used to complete the procedure. There was no report of patient injury.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device has not been returned for evaluation to date. The investigation is currently underway.